Event description:
During preventative maintenance of the device, the user reported that the monitor was black and failed to boot up when powered on. Since the event occurred during preventative maintenance, there was no patient involvement during this event.